Event description:
A healthcare worker complained of burning sensation on the hand upon removal of load from a cancelled cycle. The worker was not wearing gloves when the event occurred. No medical attention was needed and the symptoms resolved within minutes.

Manufacturer narrative:
The user's guide indicates that the user must wear latex or vinyle gloves when removing a load after a cycle cancellation.